Event description:
The customer reported that she was unable to get the settings from his old insulin pump. The customer contacted her doctor, and the doctor told her to go to the emergency room for the changes that they made into the insulin pump back in march. Then she stated that nurse told her to set to 0.2 units for twenty four hours and to follow up with her doctor to get the correct settings. Attempted to contact the customer several times regarding her hospitalization with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.